Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check electrode belt alarms) was confirmed. Upon investigation, the cable connecting the distribution node (dn) to rear therapy electrodes (te) was pulled from the strain relief, damaging wires. In addition, the dn to front te cable grommet was pulled from the dn and the ECG-c cable was pulled from the strain relief. The root cause for the strained cables could not be positively identified but was likely excessive force. No adverse event resulted from the strained cables. The patient received a replacement electrode belt.

Event description:
The nurse of a (B)(6) year old female patient called zoll customer support to report a damaged cable on the patient's electrode belt. The patient was issued a replacement electrode belt.